Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient's husband reset the receiver and it did not resolve the issue. Patient's husband did not report any injury or medical intervention.